Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user unable issue item due to known production incident (pi) 55485. A technical support specialist (tss) had customer log out and log back in. Then the customer was able issue the item successfully. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the issue button was not displayed during dispensing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.